Event description:
It was reported that the patient presented to the emergency department (ER) with hypotension and possible infection. The atrial lead had high thresholds and possible loss of capture and undersensing during atrial fibrillation (af). The atrial lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pulse generator, (B)(6) 2013; 350974 competitor implantable pacing lead, (B)(6) 2013. (B)(4).